Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via reply card that a preloaded intraocular lens (iol) didn't advance inside the loader, crumbled up and was wasted. Additional information was provided that there was no harm to the patient.